Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bellows was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during preoperative testing, it was noted that the bellows would not raise. There was no report of patient involvement.

Manufacturer narrative:
The initial report was submitted on (B)(6) 2016 which was late considering the original ge become aware date of (B)(6) 2016. It was discovered that the vendor fe that provided ge with the leak rate is not a ge employee. Therefore the date ge first received the leak rate information, which makes this case reportable, was on (B)(6) 2016. Thus, the initial report submit date of (B)(6) 2016 was within the required 30 day reporting period.